Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery and motion position error alarm confirmed in the history file. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while filling the cannula. Customer does not recall any significant events leading to the error. Customer's blood glucose was 250 mg/dl at the time of incident. Troubleshooting was done for motor error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.